Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). (B)(4).

Event description:
The healthcare professional reported pinholes in the dressing; leaked at the post-op-ward; strengthen the dressing with a film on top.